Manufacturer narrative:
A returned product evaluation was not completed, without product evaluation, it is undeterminable if any damages were present on the guidewire. It is unlikely that guidewire was manipulated without fluoroscopy. Per IFU it states "when the guidewire is in the body, it should be manipulated only under fluoroscopy. Do not attempt to move the guidewire without observing the resultant tip response, as guidewire damage or vessel injury may occur. Vessel perforation had been identified as a potential adverse event in the IFU. Based on the limited information and no product evaluation,the most likely root cause of the issue is undeterminable.

Manufacturer narrative:
Manufacturing record was reviewed, there were no nonconformance related to this lot, therefore, supporting the device met material, assembly and performance specifications. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: at the completion of the successful index procedure on cto pci study it was noted that there was a small (ellis grade ii) distal wire perforation in the plv branch caused by the spectre wire. Perforation treated with 30-minute prolonged balloon occlusion with no residual perforation noted. All coronary equipment/devices removed, and protamine was administered to reverse anticoagulation. Bedside echocardiogram showed no effusion. This event was resolved with no sequelae on (B)(6) 2020. Subject discharged to home on (B)(6) 2020 in good condition.